Event description:
Customer reported device =246 mg/dl. At 10 am lab=103 mg/dl about 15 minutes between tests. No treatment was received. Controls were in range. A request was made for return product and replacement product was sent.